Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, high voltage lead impedance was observed via remote transmission. The svc vector was programmed off. Patient was fine after the event.